Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949, implantable pacing lead; unknown implantable cardioverter defibrillator. (B)(4).

Event description:
It was reported that during the box change procedure, the atrial lead was cut. The lead was capped and not replaced. No patient complications have been reported as a result of this event.